Manufacturer narrative:
As the reported event was a software issue and resolved by over the phone by baxter technical services, no product was returned for evaluation. A CAPA has been opened to address the reported issue. Should additional, relevant information become available, a supplemental report will be submitted. Product not returned for evaluation.

Event description:
It was reported that when a tpn bag label was scanned, the wrong order was displayed on the bag label. This issue was resolved by baxter technical services by having the customer manually increment the order number beyond the last order saved in the abacus database. There was no patient involvement. No additional information is available.